Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 126 mg/dl. The customer stated that he was unable to clear the alarm and buttons are unresponsive. The customer advised possible moisture from a sprinkler. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage was noted on the lcd board, motherboard, interface board, remote frequency board, motor, vibrator or battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.